Event description:
Endoscopic biopsy specimen fragments placed in mesh-biopsy cassette. Sent to histology for overnite processing on the tissue processor. The next day during the "embedding" process, the tech noted a large hole in the mesh screen of the cassette lid & also on the bottom portion of the cassette.